Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore the c onditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device indicate that patency testing is to be performed by: a. Place the inlet connector of the valve into sterile isotonic saline. B. Depress the valve dome. C. Place a finger over the opening at the end of the outlet connector. D. Release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. * e. Remove finger from the outlet connector opening. F. Depress dome. If fluid flows out of the outlet connector, the valve is patent.* * note: it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the physician placed the valve on the patient and tested the valve by pressing the dome to empty the reservoir. Reportedly, after releasing the valve, csf did not flow into the reservoir. According to the report, there was no injury to the patient.